Manufacturer narrative:
The product was returned for analysis, the testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable pulse generator (pacemaker) was surgically explanted and replaced with a non-bsc pacemaker due to unknown reasons. The prior implanted leads remains implanted. This product was explanted before the estimated battery longevity was reached. This device was returned. No additional adverse patient effects were reported.